Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen is locked. It was unknown as to whether the device was used on a patient at the time of the complaint.